Event description:
It was reported that a transfer set leaked from the top of the twist clamp. It is unknown when this occurred. The patient was given prophylactic antibiotics; however, there was no report of patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The reported event of a leak could not be verified during the evaluation of the device as the device was determined to meet product specification related to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.